Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. However, the return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd,

Event description:
On (B)(6) 2023, a patient underwent a port placement procedure via the internal jugular vein using a powerport m.r.I. Isp. On (B)(6) 2025, the patient reported discomfort. On (B)(6) 2026, a catheter rupture was confirmed, and the catheter was removed on the same day. It was further reported that a rupture occurred within the subcutaneous tunnel in the neck, and removal procedures were carried out. During removal, while pulling the catheter from the port body, the catheter broke off midway. No residual material remained. There was no reported patient injury.